Manufacturer narrative:
This report is submitted on may 11, 2017.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017, due to an unknown medical reason. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report may 11, 2017.